Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2016, product type lead.

Event description:
The consumer reported via the manufacturer representative (rep) reported that their lead had advanced and programming¿s weren¿t favorable to them. A lead revision occurred where the right side lead was retracted so it could be in place as the implant lead. The patient¿s status at the time of the report was alive-no injury. The patient was implanted for spinal pain. Additional information received from the rep reported that the surgery on (B)(6) 2016 resolved the lead position. They were able to cover the back more effectively.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.